Event description:
It was reported that approximately three (3) weeks ago, a journal article was retrieved from american society for surgery of the hand (2025) that reported a retrospective cohort study from norway. The purpose of the study was to find the incidence of complications leading to reoperation in a sample of distal radius fractures treated with one specific volar locking plate (vlp). The study reviewed 1,597 distal radius fractures in 1,564 patients operated with a vlp. Fixation was accomplished using a modified henry¿s volar approach with a ¿distal fixation first¿ technique under fluoroscopy guidance. The zimmer biomet distal volar radius plate (dvr) was implanted in all cases. Postop, patients were casted 2-6 weeks as needed based on injury. The study reported that 1 patient required reoperation due to de quervain¿s syndrome. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk dvr plate; lot# unknown. G2: foreign - event occurred in norway. G2: literature - olsen, o.-g., omrani, s., amundsen, a., haugstvedt, j. R., samuelsson, k., & östman, b. (N.d.). The rate of major complications following distal radial fractures treated with one specific volar locking plate: a retrospective study of 1,597 consecutive cases in 1,564 patients. Journal of hand surgery. Doi: 10.1016/j.jhsa.2025.01.022. Attempts have been made to gather product ID information and no further info is available. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.